Event description:
The customer reported the system displayed a charger failed error message at boot up. The user attempted to reboot the system, however an interlock error was received and the system was non-functional. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator drive board was replaced during the service call. The system was tested and found to be working as intended and put back into service.